Event description:
The core impaction drill was sent for eval due to overheating during a procedure, which was completed with a readily available alternate device w/o any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device was rec'd, and a f/u report will be submitted, once the quality investigation is completed.